Event description:
Additional information received from the manufacturer representative reported that the patient was scheduled to meet with the manufacturer representative on (B)(6) 2015 however cancelled and had not rescheduled the appointment. The patient did inform the manufacturer representative that they have a surgical consult with their health care provider (hcp) for battery replacement on (B)(6) 2015. The manufacturer representative was under the impression that the patient did not understand recharging as they would take off the charging belt and assume that when they put it back on the charging session would resume, which is not the case.

Event description:
It was reported that there was a coupling problem and a communication issue. The patient was not able to get coupling bars and they were empty. The screen showed the implantable neurostimulator (ins) icon was flashing and charging. He got half a charge left. It was noted that the implantable neurostimulator recharger (insr) antenna was once replaced and it worked well. The patient did not remember when it was but it was quite a while ago. The patient mentioned he was still able to charge. It was later reported that the patient only got 2 coupling bars. They had tried a recharge attempt and it was determined that the patient needed a new insr antenna. The patient was also frustrated with charge intervals. Patient compliance was unknown, although recharging attempts lasted more than 4 hours. When the manufacturing representative (rep) used the patient¿s recharger to couple, only 2 efficiency bars were noted. It was further reported three days later that the patient received a new recharger antenna. A coupling problem was again reported. Everything was working fine but the patient still was not able to charge past 50%. It was thought/suspected that the patient may have been in overdischarge in the past but the company representative did not have any documentation on this; a physician mode recharge (pmr) was done. It was noted that the recharge statistics from the patient¿s recharger have not been looked at. The cause of the event was unknown. The patient was recharging more frequently. The patient was fine. Twelve days later the company representative reported that they are seeing the patient tomorrow. The patient was asked to bring in all of his equipment. The patient was asked to charge tonight prior to coming in tomorrow and to track the amount of time it takes him. The company representative will have another recharger to use at the appointment. It was reported the next day that the patient could not attend his appointment. It was thought t hat the patient¿s complaints may be due to user error. The patient has an appointment next week with his health care provider (hcp). Additional information was received on (B)(6) 2015 indicating that there was difficulty recharging. They could never charge past 50% or sometimes even finding the battery. The manufacturer representative (rep) was meeting with the patient on (B)(6) 2015 to review their recharging statistics. The patient had already received a replacement recharger but it was noted that it had not solved the issue. They also had their programmer and antenna replaced. It was thought that the issue was with the implantable neurostimulator (ins) and the patient and health care professional (hcp) thought that the manufacturer would replace the battery. After reviewing the recharger statistics it was noted that the ins battery was increasing faster with better coupling. It was noted that the coupling dropped down to 2 boxes when attempting a charge session on (B)(6) 2015. The stimulator did not appear to be flipped since they patient was able to get 7 coupling boxes at times. (B)(6) 2015 e2a (rep): additional information was received that the issue with trouble coupling was likely due to the battery being tilted in pocket. It was noted that physician would either have a pocket revision or change out to a prime cell. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4) implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3778-45, serial#( B)(6) implanted: (B)(6) 2012 product type: lead. Product ID: 3778-45, serial# (B)(4) implanted: (B)(6) 2012, product type: lead. (B)(6).